Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional on the low audio setting.

Manufacturer narrative:
(B)(4).